Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was locked out on the way when the jaw was closing after the clip was loaded. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) : information was not provided by the initial contact. (B)(6).